Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath into the pt's left femoral artery. While inserting the iab into the teflon sheath, the iab became stuck in the teflon sheath. As a result, the iab, teflon sheath and spring wire guide (swg) were removed as one unit. There was no reported pt death or injury medical/surgical intervention was not required. The md inserted a non-arrow iab via the pt's left femoral artery successfully. There were no reported pt complications and the pt outcome is listed as "good".

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.